Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the facility.

Event description:
A report was received that a dura tear occurred during an attempted implant procedure. The physician performed dural repair.